Manufacturer narrative:
Sections with additional information as of 31-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 180mg/dl. At the time of the call the customer reported symptoms of increased urination/thirst. Medical attention was not needed at the time but customer stated that if he is not able to get a blood glucose result that he may go to the hospital. During the call, a blood test was performed by the customer fasting and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/25/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 18-nov-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated he currently did not have any diabetic symptoms. No medical intervention since the last call was reported. Customer was still obtaining e-5 error with the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on 23-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.